Manufacturer narrative:
Conclusion not yet available, evaluation in process. A follow-up report will be submitted as soon as the investigation is complete. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Event description:
High grade av block. Rising rv threshold on 5032-58cm lead. System extraction with reimplant planned. Dr. (B)(6) decided to extract all leads (abandoned and active) and start over with a new system. Patient outcome: alive - no injury.

Event description:
On (B)(6)2025 the following information was provided by the customer. It was reported that the right ventricular lead exhibited rising thresholds. The right ventricular lead was explanted and replaced. No patient complications have been reported as a result of this event. The adaptor was not reported as a complaint and there were no allegations against the adaptor. There was a surgical intervention, only for the rv lead. There was no procedure delay, and procedure was completed successfully. The adaptor was not returned and is in the possession of the hospital. The adaptor was not reported to the FDA as a complaint. Patient's information was provided.

Manufacturer narrative:
The customer provided new event information, stating there was no issue with this adaptor. Based upon this new information it has been determined this event was reported to the FDA in error and is considered not reportable. There were no malfunction allegations or patient complications against the adaptor. The device history records were reviewed to confirm that the adaptor passed all applicable in-process and final inspections. No further follow-up is required. This report is to address the adverse event only. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Manufacturer narrative:
Corrects to h11: documented sections b1 and b4 were not listed in follow-up 1. Corrected manufacturer narrative: the customer provided new event information, stating there were no malfunction allegations against this adaptor. Based upon the new information, it has been determined this event should of been reported as an adverse event and not as a product problem. The device history records were reviewed to confirm that the adaptor passed all applicable in-process and final inspections before shipping to the customer. No further follow-up is required. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.